Event description:
Device 2 of 3. Reference MFR. Reports: 1627487-2012-03468 & 1627487-2012-03470.

Event description:
Device 2 of 3. The patient received 3 scs leads with different lot numbers. Reference MFR reports: 1627487-2012-03468, 03470. It was reported the patient is not receiving effective stimulation. The patient is considering having the scs system explanted. Follow-up identified the patient went to the ER for ¿pain control.¿ there is no additional information at this time.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.